Event description:
It was reported that two crossfix devices have misfired during surgery and as a result, a piece of the meniscus had to be removed with a shaver blade.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The root cause of this event is determined to be a possible use error, where the user torqued the dual needles during use. DHR was reviewed and no discrepancies were found. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two crossfix devices have misfired during surgery and as a result, a piece of the meniscus had to be removed with a shaver blade.